Manufacturer narrative:
Pump passed self test, error test and displacement test. No alarm noted. Pump received with alarm in the history file. Alarm due to corrupted history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram crc error. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. The customer reported that the battery has been giving alarms and goes dead after a couple of hours. Alarm did not occur during the rewind or prime sequence. The pump passed selftest. Error table indicates the pump should be replaced. When checked alarm history an unexpected restart, displayable history crc check failed on startup and external ram crc error had been received numerous times. The insulin pump will be returned for analysis.